Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the uretero-reno videoscope exhibited separation gap between bending part and connecting tube. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus presumed from the following investigation result that the bending tube was kinked because pushing stress was continuously applied to the tube during device handling by the user. Subsequently, the kinked part of the bending tube protruded out of the bending section cover. However, a definitive root cause of the deformation of the bending tube could not be determined. The event can be detected by following the instructions for use below, which warns not to use a device with abnormality in procedures: chapter 3 preparation and inspection:3.1 the workflow of preparation and inspection the workflow of preparation and inspection is shown below. Before each case, prepare and inspect this endoscope as instructed below. Inspect other equipment to be used with this endoscope as instructed in their respective instruction manuals. Should any irregularity be observed after inspection, follow the instructions as described in chapter 5,¿troubleshooting¿. If the endoscope malfunctions, do not use it. Warning: never use the endoscope on a patient if any irregularity is observed. The irregular endoscope may compromise patient or user safety and may result in more severe equipment damage. In addition, it may pose an infection control risk. Olympus will continue to monitor field performance for this device.